Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's device was explanted. The recipient was re-implanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing loss of lock. External equipment was exchanged and programming adjustments were made, however, the issue did not resolve. Revision surgery will be scheduled.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed tool damage to the top cover and cuts to the silicone overmold on the bottom cover prior to receipt. This is believed to have occurred during revision surgery. The device passed photographic imaging inspection. Lock could not be obtained at any spacing. The no lock condition prevented an electrical test from being performed. The device passed the electrical tests performed. The device failed the residual gas analysis test. This device has moisture that exceeded the residual gas analysis test limit. The source of the problem was a feedthru hermeticity issues from one feedthru vendor. A corrective action was implemented. Feedthru assemblies for this vendor are no longer used. This is the final report disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.